Event description:
The customer reported that the image became like a half moon. It became too bright or became unfocused. No patent injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a malfunction of circular blanking. He replaced the ccd interface and adjusted the c-arm. The system operates as intended.